Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that post operative bleeding was observed from the staple line of the tl60 (the amount of bleeding is not available). Re-operation was done to control bleeding and a colostomy was created. Devices discarded.